Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft4 ii assay (ft4 ii) result for 1 patient sample tested on a cobas 6000 e 601 module. The initial ft4 ii result was 4.17 ng/dl with a repeat result of 1.45 ng/dl. The erroneous result was not released outside of the laboratory. The repeat result was deemed correct and was reported outside of the laboratory. There was no allegation of an adverse event. The ft4 ii reagent lot was 26563103 with an expiration date of 30-sep-2018. Further investigation discovered that the customer has not been following the recommended calibration intervals and that they had not performed qc testing on the day of event. A field engineering specialist found a problem with the sipper probe. He fixed the problem and the issue is considered resolved following the adjustments and maintenance activities performed.

Manufacturer narrative:
From the data and information provided, a general reagent issue can be excluded.